Event description:
Pt with double cochlear implants scheduled for MRI. Pt researched the safety aspect of having the procedure with her implants and reports she provided the MRI tech with the info she received from the company which included the use of a cochlear bandage and splint to cover the magnet. Pt completed the MRI safety questionaire and declared she had two implants. She inquired with staff if they received the safety info and staff confirmed they had received the info. The pt reinforce with the two tech that she had cochlear implants and let them know once she removes them, she cannot hear anything. Pt removed the devices and the tech provided her with what she thoughts were headphones which were placed over the ears. Pt reports when she returned home the same day, she began to feel a dull pain on the right where the magnet was implanted. She describes the implant felt "bumpy". The pain increased as the night progressed. She removed the device and applied ice which helped. Seen by pcp the next day, felt it was odd only one side was affected. Seen by her ent specialist who implanted the devices in (B)(6) on (B)(6). Ent specialist provided her info as to how the implants were to be covered and the pt does not recall the implants being covered. The internal magnet will need to be replaced on (B)(6) 2018. Add'l info: magnet for cochlear implant dislodged after MRI. Pt requires surgical repair to replace magnet on right side. (B)(4).